Manufacturer narrative:
The insulin pump received with motor error alarms during rewind due to motor encoder signal out of phase. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error after it was exposed to an MRI machine. Troubleshooting was performed, and it was stated that the drive support cap was flush. Unable to rewind the insulin pump due to the alarms. Nothing further was reported.